Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the autopulse platform (B)(6) displayed user advisory 07 (discrepancy between load 1 and load 2 too large) and ua20 (position out of range) errors. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed user advisory 07 (discrepancy between load 1 and load 2 too large) was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was a defective load cell. The customer's complaint that the autopulse platform displayed user advisory 20 (position out of range) was confirmed based on the archive data review but was not reproduced during the functional testing. The archive data indicated multiple ua07 and ua20 errors, confirming the reported complaint. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per autopulse user advisory list guide, user advisory (ua) 20 occurs due to the encoder driveshaft not being within the normally acceptable range of positions. To clear a (ua) 20 error code, return the driveshaft to the home position using the administrative menu. The autopulse platform failed functional testing due to ua07 displayed upon powering up, confirming the reported complaint. The load cell characterization check indicated that the load cell was out of range and needs to be replaced to address the reported ua07 error. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).